Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that the user was using another cgm to calibrate. The user was educated on correct calibration procedures and informed that improper calibration practices could negatively affect system accuracy and overall system performance. Customer care recommended that the user re-link their sensor to clear calibration history and any possible calibration misalignment. The user was unable to perform the re-link since they were unable to connect their transmitter to their phone, so a transmitter replacement was approved in an associated case. As no issues were observed with the new transmitter, and the system was performing within expectations, no further actions were required.